Manufacturer narrative:
No product was returned for evaluation. Should new relevant information become available, a supplemental report will be submitted.

Event description:
It was reported that the customer received multiple occlusion alarms. The customer's blood glucose (bg) level was 330 mg/dl. The customer changed the infusion set site and the cartridge. The customer delivered a bolus to address the bg level. As the customer had changed the supplies, tandem technical support was unable to perform a system check to determine a possible cause of the occlusions.